Event description:
It was reported that the implant was not placed correctly, thus it couldn't function properly. There was no technical problem with the device. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted, however, will not be returned to the MFR for evaluation. When available, a complaint analysis will be submitted as a follow up report.